Event description:
Information was received indicating that with a cadd medication cassette attached the pump was alarming ?no disposable". It was reported end user was able to continue infusion using a different cassette. No adverse patient effects were reported. No additional information is available.